Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer noticed significant amount of saline fluid on the floor around the thermogard ivtm system and observed the air trap top cap on the start-up kit (suk) kept popping off. The customer pushed the top cap back on but issue persisted. About 15 minutes later, the thermogard ivtm system started to smell like it was catching on fire and it was unplugged immediately and was moved out of the patient's room. Dwell time was 24 hours. Treatment discontinued because patient was near at the rewarming temperature target goal. No consequences or impact to the patient.